Event description:
(B)(4) clinical study. It was reported that thrombus in the region of the watchman device occurred. In (B)(6) 2014, a left atrial appendage closure (laac) procedure with a 30mm watchman ® laa closure device was successfully performed. In (B)(6) 2015, thrombus in the region of the watchman device was noticed. The patient was hospitalized. Seven days later, the patient was discharged. The event is considered recovering/resolved as medication was given or the regimen was adjusted.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).